Manufacturer narrative:
The insulin pump passed functional testing. No cosmetic damage noted.

Event description:
Customer reported she has been experiencing high blood glucose trough out the day last reading was 404 mg/dl, current 296 mg/dl. Customer stated she took out the reservoir and added more insulin and set up a new infusion set. When priming the piston was pushing out the insulin and it was not touching the reservoir, when it touched the reservoir all the insulin was pushed out. Insulin was squirting out during manual prime. Customer did not recall any if the tubing connectors were wet. Customer does not recall a gap between the piston and reservoir stopper during prime. Customer was unable to complete troubleshooting she did not have a new infusion set. The drive support cap was reported flush. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.